Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that when he goes to calibrate, he gets a message telling him that he needs to recalibrate. Customer's blood glucose level was 173 mg/dl. Customer was assisted with clearing the alarm. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No unexpected vibration anomalies noted during testing. The insulin pump was unable to confirm motor position encoder error alarm in alarm history screen due to overwritten history file. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. No unexpected calibration anomaly noted during testing; sensor calibration feature functioned properly. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.